Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit, and when positive pressure was applied the liquid was observed to be leaking from a balloon pinhole located at the proximal markerband. Additionally, the balloon pinhole was found to be located approximately in the same location as the shaft kink. The shaft of the device was kinked and there was no issue with the tip of the device. The product record review confirmed that this is not a new failure type and the risk is anticipated. There is no evidence of a manufacturing issue or design issue which could have caused the complaint and there is no evidence that the device failed. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was used in the ureter during a ureteroscopy procedure on an unknown date. During preparation, it was noticed that the balloon had a hole. The procedure was completed with another uromax ultra balloon catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.